Manufacturer narrative:
Cause investigation and conclusion a request was emailed to the author to clarify which of the reported aneurysm related deaths can be attributed to an implanted gore device. Further he was asked to provide underlying patient conditions and serial numbers of the implanted gore devices, date of the onset procedures and date of the events. The author responded that he cannot provide any additional information. Unique device identification numbers were not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the products itself were returned for evaluation. Based on the literature and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. In the instruction for use the following is stated: potential device or procedure-related adverse events adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm rupture and death. Death.

Event description:
The following article was reviewed: geraedts, a.c.m., de mik, s., ubbink, d., koelemay, m. And balm, r., 2020. Postoperative surveillance and long-term outcome after endovascular aortic aneurysm repair in the netherlands: study protocol for the retrospective odysseus study. Bmj open, 10(2), p.e033584. The literature article is a multi-center retrospective observational study of patients presenting with abdominal aortic aneurysms who were treated with endovascular aneurysm repair in the netherlands between 2007 and 2012. Follow-up was continued through december 2018. The study distinguishes outcomes of patients who continue with regular follow up from those that do not. Out of 1,596 total patients enrolled in the study, 185 were treated with gore® excluder® aaa endoprostheses. Outcomes were not broken out by implanted device. The supplemental information includes a table (s3) which suggests there were reportable deaths for patients treated with gore® devices. Over the five-year follow-up period, 34 patients died due to aneurysm-related causes. It is unknown how many patients treated with gore® died due to aneurysm-related causes.

Manufacturer narrative:
The following article was reviewed: geraedts, a.c.m., de mik, s., ubbink, d., koelemay, m. And balm, r., 2020. Postoperative surveillance and long-term outcome after endovascular aortic aneurysm repair in the netherlands: study protocol for the retrospective odysseus study. Bmj open, 10(2), p.e033584. In this literature several incidents were reported. They were submitted with gore reference numbers (B)(4). The manufacturer report numbers are not available at the time of submission. A1: no patient identifier was been provided within the literature. Therefore the w. L. Gore reference number was used instead. B3: the date the event occurred remains unknown. Therefore the date the literature was published was used. D6a: the implant date remains unknown. Therefore 01-jan-2007 was used as a best estimate. H6-code b13: a request was emailed to the author to clarify which of the reported aneurysm related deaths can be attributed to an implanted gore device. Further he was asked to provide underlying patient conditions and serial numbers of the implanted gore devices, date of the onset procedures and date of the events. The author responded that he cannot provide any additional information. H3- other: the actual device involved in the adverse event is not readily accessible for testing as it remains implanted in patient. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.